Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the outcome of the peritonitis was unknown. It was reported that the patient did not receive any treatment for the event. It was unknown if the patient was hospitalized for the peritonitis. No information was provided regarding whether dianeal therapy was ongoing. No additional information is available.